Event description:
It was reported that there was shocking at the implantable neurostimulator site (ins) and periodically in the left abdomen. It was noted that the ins was removed. It was further noted that there was normal battery depletion. It was noted that the patient recovered without sequela and there was no injury.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # v104837, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v126057, implanted: (B)(6) 2008, product type lead; product ID 7436, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4). Analysis of the ins found that the battery was not in new condition.

Event description:
Additional information received reported that the root cause was not determined. It was noted that the patient had not come forward with symptoms.